Event description:
In 2015 I had a CABG(coronary artery bypass graft) done by a dr in (B)(6). He used a product called a cormatrix patch to close the pericardium over the heart. This year 2022 I went in with a heart issue addressed. The surgeon chose not to preform the CABG this time due to the following issues with the patch that was used in 2015. He stated that the patch is very difficult to cut through and stated its like cutting through concrete. If too much pressure is used to try and cut though the mesh he could cut through the heart wall. This would cause a catastrophic event causing possible death. The other issue is trying to remove the mesh would cause the mesh to adhere to the heart muscle and could remove part of the heart muscle when removed. He declined to preform the CABG due to the negative events that could occur. If this is the case for me then I would not ever be able to have a life saving CABG to ever be preformed on me again. The dr ended up putting in stents as there was no other options. My body rejects the stents and typically closes up within 3 to 6 months. I don't know how many people have received the mesh but wanted to make sure that maybe need further study before other dr. Use this product in this manor. The main thing is I need a more permanent fix going forward. Please help. FDA safety report ID # (B)(4).